Manufacturer narrative:
(B)(4). D10: cat# 00711004828 lot# longevity 10 degree face angle 28mm i.d. Oblique cemented shell liner . G2: foreign: country: australia. H6: component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4 months post implantation of a total hip arthroplasty, the patient was revised due to dislocation. It was reported that the patient dislocated several times post-surgery. The patient was then sent to rehab until a date for surgery was determined by the surgeon. The patient had a revision of poly liner and femoral head. It is unknown if there were any contributing conditions. No additional information available.